Manufacturer narrative:
On initial MDR had congenital anomaly/birth defect checked off in error. It should only be required intervention to prevent permanent impairment/damage (devices). Manufacturer narrative: the reason for this revision surgery was instability. The length of in vivo service was 5.9 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 16 prior complaints reported against this part number; summary of investigations: 4 for instability, 4 for infection, 4 for dislocation, and others not associated with product issues. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or reason of the joint instability. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint instability not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient experiencing instability.